Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-27716. The report was submitted in error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The serial number provided could not be found.

Event description:
It was reported that the tubing could not purge, attempt was made with another tubing and it worked immediately. There was a delay in starting epidural infusion and lost nursing time. No patient injury was reported.